Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did one device or two devices cut tissue (as event says device but two devices being returned for analysis? Was tissue repaired with third clip applier? Was there any patient consequence as result of device cutting tissue (if so, please describe)? If so, please describe patient consequence and how issue resolved?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed two conforming clips. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon said the clip applier was cutting through tissue. It was only happening with small vessels, not large ones. Case completed using same like device.